Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
10/13/2025 - casta60 it was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. According to the complainant, during unpacking the bands were misaligned (failed to deploy). The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. According to the complainant, during unpacking the bands were misaligned and failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2: correction: block g4: premarket / 510(k): exempt. Block h2: device evaluation: block h11: investigation results: the device returned and it was found during visual inspection that the teeth were damage, the bands were overlapped, the slack was not taken up and the handle had evidence that the trip wire was not secured to the post. During the media inspection it was possible to observe that the bands were overlapped. Based on the evidence, the reported event of bands difficult to deploy is confirmed. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labeled indications. Take up slack by pulling the proximal end of the trip wire on the handle unit. However, the slack was not taken up. This can ultimately affect the way the bands are deployed once the ligator housing is installed in the endoscope, causing the trip wire not to function properly with the handle when pulling the bands. The instructions for use contain detailed device information and instructions for device use, and there is no evidence that there is any issue with translation, wording, or graphics of the instructions for use labeling information. According to the product analysis performed on the device, it was found that teeth were damage. The marks on the ligator housing teeth implies that the device might have been used with too much force this caused the teeth to get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Also, during the analysis it was possible to observe that the bands were overlapped. This failure mode might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. There is a possibility that the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure and making the bands not able to deploy accordingly, also getting them overlapped. Additionally, it is possible that the band was tried to be released from the suture, and the damage on the teeth affected the band deployment. However, it was determined that due to the instructions for use of the device were not follow the device could failed in the deployment of the bands. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block e1: reported by the bsc sales representative: healthcare facility: (B)(6) hospital (B)(6). Block a1: reported by the bsc sales representative: patient identifier: (B)(6).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. According to the complainant, during unpacking the bands were misaligned and failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.